Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders not crossing on the pyxis station. A technical support specialist confirmed that there was no issue with the server. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "es s/w only server". The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system orders not crossing on the pyxis station, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.